Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 console. The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the s5 hlm console displayed alarm 441 (motor control failure) associated to pump 4 and pump 5b. There was no patient involvement.